Event description:
The customer reported the ventilator would not power on. The manufacturer's service technician was able to duplicate the customer reported problem. Review of the diagnostic log found a vent inop code that indicated a 24/12 volt power fail occurrence. The service technician replaced the power supply as a result of the finding. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications. The customer reported the unit was not in use on a patient and there was no reported patient harm.